Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of MDR's for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating "the device is contaminated after maintenance", involving pentax model eg-3870utk/serial (B)(4). Additional information from pentax europe stated minor repairs had been performed on the ultrasound video gastroscope at pentax medical (B)(4) and pentax (B)(4). The ultrasound video gastroscope was then returned to the customer where it was reprocessed, tested and found to be contaminated. Pentax europe also stated the customer has not provided any details on their reprocessing techniques. In addition, pentax (B)(4) has been in contact with the responsible nurse at the hospital who stated the issue is more related with the laboratory subcontractor, who analyzed the samples.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 11-dec-2017, a device history review was performed confirming the ultrasound video gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.